Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon verifying the photo, the "locked up" error signal appears on the screen of the generator. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. Multiple factors are associated with this type of failure. The device is needed for evaluation, hands on analysis should provide the evidence necessary to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.,according to the information provided, it was reported that the vaporization button is locked. The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. None of the buttons did locked. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The active tip is in a used condition with signs of debris around the active tip. Device handswitching buttons visually undamaged. The switch boot is correctly positioned. The switch boot has white spots visible on the main area. No visible damage on handle, shaft and cable. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator gml3723/4.; all the functions pass the test. The rubber boot was removed to allow inspection of the buttons. Inspection of the buttons revealed there was residue around sw6 and some salt residue inside the boot. This could have been caused by saline entering the rubber button. Manufacturer summary: from our investigation we were unable to reproduce the customer reported defect as the returned device was found to pass both electrical and functional testing at olympus, however residue was observed around the base of switch button 6 and salt residue was seen inside the boot indicating saline has entered through the rubber switch boot. The saline ingress has caused residue to appear around button 6 which could have affected the performance of the button. This failure mode has already been further investigated under CAPA. The reported failure mode has been reviewed against the systems risk assessment document, the highest identified risk within 892007 for failure modes that are equivalent to the reported complaint failure mode is system units\system unit features do not function\stop functioning during use, line 1100 applies. Resulting in increased procedure time - patient under anesthetic extended period of time. A review of our complaint records over the last 12 months to assess the frequency for this failure mode for the tripolar device shows this defect to be of low occurrence (total complaint qty is 3 in (B)(4) devices manufactured). Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. A DHR review has been performed for lot u2109049; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in switzerland that during a shoulder repair surgery on (B)(6) 2022, it was observed that the vaporization button on the vapr tripolar 90 suction electrode device was locked. During in-house engineering evaluation, it was determined that the suction tube showed saline residues. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.